Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon catheter (iab) was inserted via a right femoral sheath for weaning from bypass and stabilization post op. There was no difficulty noted with the insertion procedure. The chief of perfusion (cop) reported that approximately 10 minutes post insertion, a helium loss alarm occurred and blood was noted in the drive line (no blood reached the pump). The iab was removed without difficulty. There were no noted adverse effects or patient complications. Post removal the iab membrane was noted to be detached from the metal tip of the iab. The patient was stable and the medical doctor (md) decided not to reinsert an iab. The patient was then transferred to the surgical intensive care unit (sicu).

Manufacturer narrative:
(B)(4). Teleflex received the reported device for analysis. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which likely allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for developing trends.

Event description:
It was reported that the intra-aortic balloon catheter (iab) was inserted via a right femoral sheath for weaning from bypass and stabilization post op. There was no difficulty noted with the insertion procedure. The chief of perfusion (cop) reported that approximately 10 minutes post insertion, a helium loss alarm occurred and blood was noted in the drive line (no blood reached the pump). The iab was removed without difficulty. There were no noted adverse effects or patient complications. Post removal the iab membrane was noted to be detached from the metal tip of the iab. The patient was stable and the medical doctor (md) decided not to reinsert an iab. The patient was then transferred to the surgical intensive care unit (sicu).